Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, when the dial knob was turned to maximum, a "belt slip" message was displayed. The surgical procedure was completed successfully. There was no blood loss and no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed. Initial functional testing could not duplicate the reported event under laboratory conditions. The pump was run in forward (fwd) and reverse (rev) directions under a variety of revolutions per minute (rpms). Pump jam tests were performed as well. During functional testing, the pump was found to run at a maximum of 256 rpm, which is slightly outside of specification range (should be 250 rpm). During servicing of the returned pump, a significant amount of grease was found saturating belt pulleys, encoder wheel, and belt. The presence of grease on the belt and encoder wheel can both cause belt slip conditions. The dual tach board was also replaced as a precautionary measure. Preventive maintenance (pm) and testing was performed and pump functioned to specifications. No additional action will be taken at this time. This report is being submitted to the FDA as a result of the retrospective review of product complaints.